Event description:
It was reported that pump experienced malfunction 16 without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction without recurrence, was advised that pump could continue to be used, and was instructed to call back if malfunction code recurred; support also planned to confirm or update email, resend field correction notice, and complete required form on customer¿s behalf.